Manufacturer narrative:
Locking spindle.

Event description:
It was reported by repair work order that the customer alleged that the latch spindle was not latching. Upon inspection of the unit by the service technician, it was identified that the patient-right siderail would not latch in the upright position.